Manufacturer narrative:
Age at time of event: 18 years or older. Promus element mr ous 3.00 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage with stent struts lifted and pulled distally to distal marker band. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis on (B)(6) 2019. It was reported that the device could not cross the lesion. The 90% stenosed 25 mm length, 3.0 mm in diameter target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. A 3.00x28 mm promus element drug eluting stent was advanced and failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient is stable. However, device analysis revealed distal stent damage.